Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposed wires on the power supply. A golden power supply was used to power the unit throughout all test steps. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem.